Event description:
It was reported that during a pretest, the sterile water could not be drained from the balloon of the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "foreign matter during processes (flap or flash during punching)". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿bard® silver lubri-sil® foley tray temperature sensing, complete care® type < with bard® hydrogel and bacti-guard®* silver alloy coating > temperature-sensing catheter < with bard® hydrogel and bacti-guard®* silver alloy coating > water-soluble lubricant closed drainage bag with urine-meter (complete care® type) syringe prefilled with sterile water bard®10% povidone-iodine solution tweezers cotton balls sheet gauze pads gloves generic name : antimicrobial urological catheter class separation : [3]highly controlled medical device product name : bard® silver lubri-sil® foley tray¿ section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pretest, the sterile water could not be drained from the balloon of the foley catheter.